Event description:
When the first set of electrodes was connected to the device, it alarmed "connect electrodes" even after checking connections and cycling power. The second set of electrodes with the device was applied to the patient and connected to the device and then the device operated properly.there were three analyses with no shocks advised after the patient connection to the device.patient care was transferred to the hospital. The patient was not resuscitated and there were no reports of any adverse affects as a result of device use.